Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that clinician noticed air bubbles in the line both above and below the air in line sensor. The clinician removed all units and replaced. There was patient involvement however no patient harm.

Manufacturer narrative:
Omit: other occupation, report source other, e2401 - insufficient information, f24 - insufficient health impact information, b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: initial reporter occupation, report source. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue air bubbles in the line was not confirmed during log review or reproduced during testing. The returned pump module alarmed for air in line appropriately at the 250 l configuration threshold settings. The pump module was also tested for accumulated air bolus detection. After approximately 10 minutes from the start of the test, the pcu displayed ¿accumulated air alarm¿ with an audible alarm; indicating the unit is within tolerance and alarming appropriately. The intravenous (IV) disposable set leak product analysis procedure was performed to test the source administration set (model 2426-0007) and secondary set (model 72215n). The testing of the returned sets showed no anomalies. A review of pump module and pcu error logs showed no errors related with the reported incident. On (B)(6) 2025, at 11:41 am, the last infusion was recorded with the suspect device with a rate of 200ml/h and vtbi (volume to be infused) of 199.126ml. The infusion started with a (primary volume infused) pvi of 1905.63ml and a secondary volume infused (svi) of 132. 276ml.the profile in use was identified as ¿adult¿. At 11:55 am the pump alarmed occluded patient side with a pvi of 1949.87ml, then, the infusion was restarted. From 12:16 pm to 12:25 pm, the unit alarmed accumulated air in line with a pvi of 2019.07ml, then, the user pressed the pause button five (5) times. At 12:27 pm the user pressed reset button, and the pump alarmed door opened, then, the pump module was powered off with a pvi of 2019.07ml. The bd alaris¿ system with guardrails user manual v12.3.1 states: air detection algorithms aim to detect bubbles of approximately the setting size. Not all bubbles are exactly that size. Some bubbles smaller than the setting may trigger an alarm. Some slightly larger bubbles may not cause an alarm. The accumulated air-in-line alarm is designed to notify the user when many small bubbles pass the air sensor. Single bubbles that are too small to meet the single bolus air-in-line alarm threshold can pass the air sensor without causing a single bolus air-in-line alarm. An accumulated air-in-line alarm occurs when the percentage of air in a specific volume that passes the sensor is greater than or equal to the values designated. If air-in-line alarm has been detected: ensure tubing, ensure tubing is properly installed in air-in-line detector. If air is present, clear air from administration set. Press restart key, or press channel select key and then start soft key. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused component. Root cause: the root cause of the reported air bubbles in the line was not determined during the investigation. Laboratory testing showed the ail was detecting air within specification. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that clinician noticed air bubbles in the line both above and below the air in line sensor. The clinician removed all units and replaced. There was patient involvement however no patient harm.